Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states insulin continues to drip after motor stops during the manual prime process. Customer reports insulin continues to drip after letting go of the act button during the prime process. Customer states the motor did not slow down nor did numbers ramp up on the screen. Customer states the drive support cap appears normal. Customer states the insulin pump may not respond to an occlusion properly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor .unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.